Event description:
It is reported that the ball bearing that acts as a stop to the deflection of the securing lever came out of the instrument. It was noticed by the theatre staff who were able to retrieve the ball bearing and thus avoid it entering the pt wound.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.